Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with unknown mentor saline breast implants which the right side deflated, and both side had issue with capsular contractures baker grade ii after implantation. As a result patient underwent bilateral removal and replacement as follow; right replaced with catalog number 3244400, lot number 7617871, and left replaced with catalog number 3284900, lot number 7608099 on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
On 2/20/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/12/2019, the device identified as catalog number 324-4400, lot number 5757528. Device evaluation summary completed on 3/15/2019. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed for rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. A manufacturing record evaluation (mre) of lot number 5757528 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Additional information received indicates that the device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs. However, since this event has already been reported to FDA, additional information will continue to be reported as applicable. Manufacturer site phone number: (B)(4). Manufacturer¿s reference number: (B)(4).